Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air bubbles were noted inside the electroporation system. Thus the catheter and handpiece was replaced and the procedure was completed successfully. No patient complication were reported. The device is note expected to be return for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.